Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer's wife reported the customer received a sensor scan result that was higher than a result obtained on a competitor brand meter, and experienced a seizure and loss of consciousness. Paramedics were called and customer was transported to a hospital where he was diagnosed with hypoglycemia and treated with oral glucose. No further treatment was required. There was no report of death or permanent injury associated with this event.